Event description:
It was reported that during a da vinci-assisted inguinal hernia etep-bilateral surgical procedure, a cable on the force bipolar instrument became disengaged. In addition, the force bipolar instrument wrist was stuck on peritoneum tissue. As a result, the surgeon had to oversew the peritoneum. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr stated the information was provided by a nurse who was present during the procedure. During the procedure, the force bipolar instrument wrist was stuck on peritoneum tissue. The surgeon tried to maneuver the instrument out of the tissue; however, there were small tears on the peritoneum. As a result, the surgeon had to oversew the holes. There were no further issues that impacted the procedure outcome. The nurse provided an image of the tissue being entrapped. The nurse could not confirm if the instrument was in a strong grip mode then. The patient demographics were not provided.

Manufacturer narrative:
Isi received the force bipolar instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to a component failure. A review of the site's system logs for the reported procedure date was conducted. The investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument wrist was stuck on peritoneum tissue. As a result of small tears on the peritoneum, the surgeon had to oversew the defects.

Manufacturer narrative:
A review of a provided image was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). Per the cde, the force bipolar instrument appears to show peritoneum tissue stuck within the wrist of the device.

Event description:
Refer to h10/h11 for follow-up information. From the image, I can confirm that I see a force bipolar instrument with peritoneum tissue stuck within the wrist of the device.